Event description:
Boston scientific received information that the patient with this device received three antitachycardia pacing (atp) therapies and four shocks for a sinus tachycardia (st) at a rate of 200bpm. There was no evidence that therapy was exhausted with this episode. Technical services discussed therapy delivery based on how the device was programmed, and offered suggestions related to programming to try to prevent future shocks for st. No adverse patient effects were reported.

Event description:
Additional information was received that programming changes were made and the lowest tachycardia monitoring zone was removed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.